Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory observed noise on the electrogram waveforms. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no performance issues were noted with the implantable pulse generator (ipg).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The right ventricular (rv) lead exhibited a fracture and the implantable pulse generator (ipg) exhibited a potential performance issue. The lead was inactivated and replaced. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.